Manufacturer narrative:
(B)(6). The device was returned in two pieces and was confirmed to be broken. The device was visually evaluated and the bottom jaw of the device was determined to have been broken where the bottom jaw and the actuator meet. A visual inspection of the bottom jaw identified material deformation on the cutting edges consistent with contact with a hard surface. Due to this fact we are unable to determine what specifically may have caused the user to experience the reported incident. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
While resecting the meniscus using scissor punch straight, the instrument broke off. The surgeon used alligator max grasper to remove broken piece.